Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Patient's equipment was not returned for investigation as there was no allegation of a device malfunction.

Event description:
A us distributor reported that a patient had fallen and broken their leg resulting in hospitalization. The patient alleged that the weight of the monitor caused her to fall. The patient refused to keep the lifevest and ended use of the device.